Manufacturer narrative:
This complaint was reported due to the lack of information. It is possible that there was a potential malfunction or user error, which contributed to the event. (B)(4).

Event description:
It was reported that the patient began to feel light-headed after a bridge bolus was performed. The bridge bolus was subsequently stopped. The bridge bolus programming was checked and was determined to be accurate. The pump remains implanted in the patient.

Manufacturer narrative:
(B)(4).

Event description:
The pump therapy has since continued without issue.